Event description:
Boston scientific crm received information that this patient presented to the emergency department with 3rd degree heart block with a very low escape rhythm. Loss of capture in the right ventricle was observed at 6.5v at 1ms. Lead impedances were within normal range at 780 ohms. The patient received a temporary wire and is scheduled for a lead revision following treatment for other non-cardiac related medical issue.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.